Manufacturer narrative:
The company representative examined the system and noted the system does not cut in vitrectomy mode. The company representative replaced the pneumatic module assembly. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, the system would not cut in vitrectomy mode. A second system was brought in and used to complete the surgery. There was no patient harm reported.